Event description:
Rayner intraocular lenses limited received notification from the (B)(6) of an event that occurred during use of a t-flex aspheric 623t intraocular lens. The event description provided states "the iol was inserted after routine cataract extraction - after the implant had been injected into the eye, it was noted that the haptic (arm of implant) had torn off the implant during injection."

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The t-flex aspheric 623t intraocular lens subject to this report was explanted and replaced with a lens of the same model and power. The healthcare facility has confirmed that the implantation of the back-up iol proceeded without further complication. The patient was not injured as a result of this event. The t-flex aspheric 623t iol and packaging was discarded by the healthcare facility; therefore, analysis of the device to determine the root cause of haptic breakage has not been possible. The healthcare facility were unable to provide rayner with the lot number of the device. Without the ability to examine the device and without clear event details being provided a failure mode and root cause cannot be ascertained.